Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported that the patient was having difficulty communicating with their device to recharge it. When attempting to connect the patient got the reposition antenna icon on their screen. The patient reported having no stimulation. The last successful charging session was one to three months ago. The patient was directed to follow up with their primary health care provider. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.